Event description:
It was reported that during a surgical procedure, extravasation of the bone cement occurred within the patient. No further information was available.

Manufacturer narrative:
H6; the reported event was not confirmed; the device was not available for evaluation. Based on a review of device risk documents and previous similar events, probable root causes may be associated to: o-ring not sealing due to mismatch or flash, damaged or incompatible cement gun used (e.g. Non-stryker gun); inadequate material strength and/or design of the cartridge not strong enough to withstand the pressure of hardened cement when late injection method is attempted, delivery of hardened cement / use with viscous (doughy) cement. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product used in patient, not available for return.

Event description:
It was reported that during a surgical procedure, extravasation of the bone cement occurred within the patient. No further information was available.